Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a healthcare provider (hcp) regarding the patient's implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Information was reported that the patient ins has been overdischarged three times and now it needs to be replaced. The patient stated they just talked to their manufacturer representative (rep), but the rep was unable to jump start the ins. The patient tried to turn their ins back on (B)(6) 2019, and the ins was discharged all the way. No further complications were reported. No patient symptoms were reported. [Please refer to (B)(4), device wasn't doing any good].